Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain weight information but was unsuccessful.

Event description:
Related manufacturer reference number 3006705815-2021-02700. It was reported that, during an ipg replacement case on (B)(6) 2021 (see 'man' report 3006705815-2021-02404), it was discovered that a lead was coiled back to the pocket site. As a result, the lead was explanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.